Manufacturer narrative:
(B)(4). Only packing material (single barrier folder) of actual device was received. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture size & needle diameter, suture diameter test & needle wire diameter are applicable & measurable parameter. Suture diameter: minimum & maximum diameter value of the retain sample meets the usp individual diameter requirement. The average diameter value of retain sample met the usp average diameter requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The surgeon felt a difference in needle size and in diameter of the suture. The needle size felt larger and the suture felt thicker than expected. There were no adverse patient consequences reported.